Manufacturer narrative:
This is the initial report submitted regarding this surgical event and medical device.

Event description:
It was reported that the patient presented to the physician with pain 4 months post op. A revision surgery occurred on the (B)(6) 2016 and the physician reported that the glenoid component was loose and showed wear.

Manufacturer narrative:
This is the final report submitted regarding this surgical event and medical device.